Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had getting a lot of low and high blood glucose readings. Customer reported extremely low blood glucose was 60 mg/dl and little early blood glucose was 50 mg/dl. At the time of incident the blood glucose level is 213 mg/dl. It was unknown whether customer was using auto mode. The troubleshooting was performed. The insulin pump will not be returned for analysis.